Event description:
It was reported that technical services (ts) was consulted about the stored ventricular tachycardia (vt) events for this pacemaker. Ts reviewed stored data. Ts discussed there was oversensing in the right ventricular (rv) lead, with t-wave oversensing suspected based on the presenting data. Ts discussed programmed settings as well as programming options. This device remains in service. No adverse patient effects were reported.